Event description:
It was reported that the patient never had therapeutic effect and that the implantable neurostimulator (ins) was explanted (B)(6) 2012. It was stated that the ins was explanted "at the same time" as the patient's laminectomy of l1-l5. It was noted that the patient did not have a fusion, just the laminectomy, and that he was going to have a pump implanted on (B)(6) 2012. No further information was given. If any additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).